Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, implantable tachy lead, (B)(6) 2006. A d154atg, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had elevated threshold and high unipolar impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.